Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a persistent cough, irritated throat, chest irritation and pressure, headaches, sinusitis and irritated eyes while using the device. Medical intervention was a ventolin inhaler and panadol medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 was changed from serious injury to malfunction section h6 health effect- impact code has been updated or corrected in this report.